Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was displaying a service code 204 and was unable to communicate with an electrode belt. The cause for the failure was isolated to defective r101 and d17 components on the computer/analog board. The root cause for the defective r101 and d17 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 204 (belt/monitor unusable).